Event description:
It was reported that, "tried putting in a 70mm 4.0 locking screw and it didn't seat all the way down."

Manufacturer narrative:
Device will not be returned. No eval will be performed. If the device or additional info becomes available, it will be reported on a supplemental report.